Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor was break after inserted in body. Customer's blood glucose level was unknown. Customer also stated that they were supposed to be sent a box of sensor as they were supposed to replacement the dexcom sensors, but still has not received the replacements. The device will not be returned for analysis.